Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed in the early morning hours of (B)(6) 2017. There were no unusual bolus requests made prior to low bg levels being recorded. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level (60 mg/dl). The cause for the reported low bg levels is unknown. Customer addressed low bg levels with glucose tablets. Recommendation was made to discuss diabetes management with customer's health care professional.